Event description:
This x-ray system's emergency stop button would not activate. The pt was on the table.

Manufacturer narrative:
(Conclusions) - the root cause was found to be the result of the table side operating module (tso) cable being pulled out. The hospital's engineer corrected this fault. There have been no previous reported problems on the stop button. There is no needed mandatory field action. (B)(4).